Event description:
It was further reported that patient was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 312.080. Lot: 668p903. Manufacturing site: haegendorf. Release to warehouse date: 11 april 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the spring of the drillsl 8.5/2.8 was observed deformed. No other issue was identified. A dimensional inspection for the drillsl 8.5/2.8 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drillsl 8.5/2.8 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: - bohrbuechse 8.5/2.8. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that, the product in question was ordered for the surgery on (B)(6) 2023, but as a result, it was unused. The surgery will take place on (B)(6) , so the product was going to be diverted. The surgery is orif for fracture of the medial tibia . When the agency representative was inspecting the product on (B)(6) 2023, it was discovered that the spring part at the top of the sleeve was damaged. It is not clear whether the inspection was thoroughly checked in detail since another agency representative handled the inspection the last time, but since it ended up unused, there is a possibility that it was damaged from the time it was shipped. The surgery on (B)(6) 2023 will be preformed with a new order. No further information is available. This report is for one (1) drillsl 8.5/2.8. This is report 1 of 1 product complaint # (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received.: reporter is a j&j employee. Investigation summary: the photo was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device from attachment (photo_ (B)(4) (B)(6) hospital. Visual analysis of the photo revealed that the drillsl 8.5/2.8 had the spring heavily deformed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the drillsl 8.5/2.8. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Note: DHR information was retrieved from pi-16650456223455780 as it is the same lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.